Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding devices used for spinal therap y. It was reported that the driver broke into 4 pieces and the inserter broke. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part # 6550006, lot # em18d004: visual and optical inspection confirmed the hex edges of the compressor have been damaged/stripped. The tip of the inner obturator has been bent and will not load into the driver fully. The instrument is no longer functional. This type of damage is consistent with bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.